Event description:
A customer from the united states reported to biomérieux misidentifications in association with the vitek® ms instrument. The customer stated that on a few occasions they have identified samples as candida dubliniensis, and when the samples are sent out for further testing (by a different method), they have come back as candida albicans. The customer stated they have started doing temperature studies before reporting, and that all isolates were confirmed before reporting. The customer could not provide any testing information or data. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant results led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported to biomérieux misidentifications in association with the vitek® ms instrument. The customer stated that on a few occasions they have identified samples as candida dubliniensis, and when the samples are sent out for further testing (by a different method), they have come back as candida albicans. The customer stated they have started doing temperature studies before reporting, and that all isolates are now confirmed before reporting. An internal investigation was initiated. However the customer did not comply with biomérieux's request for data logs, mzml files and/or the patient isolate. No further investigation is possible without this information from the customer.